Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a pulse generator change out procedure, the right atrial lead was tested and it exhibited loss of sensing and low impedance measurements. The physician connected the leads to the new device but the measurements continue to be out of range. The physician suspected the lead was damaged during the use of electrocautery to open the patient's pocket. The physician elected to plug the lead and programmed the device to vvi mode. The patient would continue to be monitored.